Manufacturer narrative:
Additional information: based on the information received from the field, the recipient reported a decrease in hearing performance following a magnetic resonance imaging (MRI) scan. The surgeon confirmed that the MRI was performed at 1.5t in accordance with the guidelines provided by med-el. Upon receiving additional information, the issue was determined to be related to the external audio processor (ap). After the ap was exchanged, the user's hearing performance returned to normal. No failure of the implanted internal device is suspected. The implant remains in place and continues to be used successfully.

Event description:
The user underwent an MRI and afterwards he reported that the hearing with the device has decreased. It was later determined to be an issue with the audioprocessor (ap). The ap was exchanged and the user is happy with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent an MRI and afterwards he reported that the hearing with the device has decreased.